Event description:
The mid rca was heavily calcified and a dissection / re-entry technique was used to try and take the xta from the subintimal space back into the true lumen of the artery. During the re-entry the wire caught on calcium and the coils at the tip of the xta unwound. The wire was removed in its entirety and there was no adverse effect to the patient.

Event description:
The mid rca was heavily calcified and a dissection / re-entry technique was used to try and take the xta from the subintimal space back into the true lumen of the artery. During the re-entry the wire caught on calcium and the coils at the tip of the xta unwound. The wire was removed in its entirety and there was no adverse effect to the patient.